Event description:
I had lasik surgery on both eyes. My results have not been good. From that day forward they have diagnosed me with severe dry eye in both eyes but worse in my left eye. My eyes burn a lot, I have blurry vision, halos at night, very sensitive to light, painfully dry. They have tried everything to correct the problem, drops-restasis, steroid, wetting, punctal plugs, flax seed oil pills, vitamin e pills, night cream, taping my eyes closed at night, humidifier in home & office. How it affects my life: my vision is not 20/20 because of the dryness. And I do need a correction in one eye but there is no way I will do that again. I have to wear sunglasses at all times outside because of wind and sun, and a lot inside too. I need to constantly put wetting drops in. I have been on restasis for three years and they have told me probably for the rest of my life. I cannot drive at night. My job requires computer work which makes my eyes worse every minute I am on the computer. I cannot sit anywhere where there is wind from a fan or any other device. Because of having the punctal plugs in, my eyes water a lot, I have to always carry a tissue to dab my eye with so that I don't have tears streaming down my face. I wake up in the middle of every night to drown my eyes with more wetting drops. I cannot live without a humidifier. I live in a city which is very dry during the winter and it is torture. There is not a minute of every day during our winter that I am not aware of my severely dry eyes. At times, it feels like my eye lids are scratching my eyes. My eyes are always bloodshot, and the whites of my eyes are turning yellow. This should not be happening. The facility says that the dryness gets under control in the summer and the last thing left for me to do is move to a more humid climate year around. They don't know why this happened or what else to do. They have always been very nice. I never had a problem with dryness before this surgery or any other eye problems. This has affected my life more than anyone would ever know, if I could go back I would not have this surgery done. Beside the health side effects, there is the expense. I have had well over 50 appts and I live 40 minutes away, so besides gas money, there is all the time off work. And the expense of all the prescriptions. Wearing glasses and contacts are 100 times better than what I have been through in the last three and a half years.